Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. And remained static. Although requested, the customer declined to load a new cartridge and continued to use the existing cartridge for insulin therapy. The customers¿ blood glucose level was 127 mg/dl.